Event description:
Report indicates: "overinfuses - IV pump allowing fluid to infuse at a faster rate than set for. Ivf of 500cc set for 125 cc/hr infused in 3hr 20 min instead of 4hrs and pt being taken off pump." No additional information at this time. Additional information from the account indicates the IV solution was normal saline with no medication additives. No pt injury or intervention. No information on the tubing that was used.